Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (rca) with 80% stenosis and mild calcification. Pre-dilatation was performed using a 3.0x12mm balloon at 10 atmospheres (atms). The 3.0x38mm xience alpine stent delivery system (sds) was deployed and during removal of the sds check shot revealed a distal end dissection. An additional 3.0x8mm stent was used to treat the dissection. Results were very good, timi iii flow, without any residual stenosis. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.